Manufacturer narrative:
Result: bent/damaged he left timing link assembly.

Event description:
It was reported by service report that the head-end left siderail was broken, and would not lock in the upper position. No pt involvement or adverse consequences were reported.